Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the patient presented to the ed for epistaxis that started at 10am after he picked his nose. In the ed, the bleeding was cauterized by the ent and has been stable since then. The event was resolved without issue. The patient remains ongoing on vad support and no further issues have been reported at this time. The hmii IFU lists bleeding is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department for epistaxis that started at 10am after the patient picked their nose. The patient's bleeding was cauterized by the ent doctor and they were stable since then.